Event description:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device displayed the x error to the user. The device was not in use at the time of the event. No patient or user harm was alleged. The device was evaluated onsite by fse. The fse confirmed the error and provided troubleshooting. Fse indicated that recharging the battery cleared the user error. The fse confirmed the device passed operational testing and was returned into service. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a drained battery. The reported problem was confirmed, however the error was cleared without device repair. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to patient in a critical care event. Device design fail safe worked as intended in this case. No device fault found. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.